Manufacturer narrative:
If explanted, give date: not applicable, as the device remains implanted. Telephone number: (B)(6). Other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted into the patient's right eye, the haptics were stuck to the optic. There was manipulation where a paddle was used on the optic surface of the iol to move the haptics. This risked scratching the surface of the lens. There was a delay in treatment of two minutes. There were no interventions performed. No patient injury was reported. The patient has fully recovered. The iol is not available for return as it remains implanted. No further information was provided.